Event description:
The pt reported that she experienced a loss of therapeutic effect after travelling through a theft detector at crockers. She also reported that she has lost thirty pounds since her implant. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.